Manufacturer narrative:
This report is being submitted to correct the g3 date supplied with the incorrect year in follow-up number 1. The date was submitted as 30-mar-2020, but it should have been 30-mar-2021.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Correction applied to the primary product for this report from the blue stapler 45 reload (pn: 48645b-04 ; reload,stapler 45,3.5 blue) to the stapler 45 instrument (pn: 470298-12 ; assembly,stapler 45). No additional information is available at this time.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the endowrist stapler 45 instrument and reload for failure analysis investigation but at this time the products have not been returned. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted by an isi technical support engineer (tse) during a support call from the customer and confirmed a shifting failure error 22030, shifting to fire from roll, on endowrist stapler 45 instrument sn: (B)(4). An isi field service engineer (fse) investigation has been completed. The fse was advised by the customer that the stapler instrument was returned via returned material authorization (RMA) process and that no further issues were noted thereafter. The system is in use. A review of the instrument logs was performed on 22-dec-2020 for a procedure on (B)(6) 2020 on system sk2873. The endowrist stapler 45 instrument pn: 470298-12 // lnl t10190118-0026 // sn: (B)(4) had 15 of 50 uses remaining and recorded as not being used in this procedure. Blue stapler 45 reload pn: 48645b-04 // ln: l90200210-0857 // sn: (B)(4) was also recorded as not being used in this procedure. While all other reusable instruments used in the case have not been used in subsequent procedures at this time, a site history search shows no complaints filed against the instruments. An isi advanced failure analyst (afa) engineer reviewed stapler logs and found that stapler instrument pn 470298-12, lot t10190118-0026 was installed 3 times, all with the same blue reload. The first two installs resulted in shifting failures during the initialization process. On the third install, the instrument passed initialization, and completed a clamp but a shifting failure occurred as the user initiated the firing process. Logs confirmed that the user pressed e-stop shortly after the last shifting failure and that the system detected that an srk was used on the stapler. Based on the information provided at this time, this complaint is reportable due to the following: an endowrist stapler 45 instrument failed to release from tissue when commanded by the user or system. Although there was no reported injury as a result of the failure to unclamp, if the failure were to recur, it could cause or contribute to an adverse event. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was initially reported that during a da vinci-assisted nephrectomy procedure, an endowrist stapler 45 instrument, on its first attempt to fire, clamped but then stopped working and an unspecified error presented saying, remove the stapler. After the customer had unsuccessfully attempted to use the emergency key twice to unclamp the stapler instrument, the customer contacted an isi technical support engineer (tse) for support. The customer advised the tse that the key just spun and wouldn¿t do anything and that¿s why they called for support. The surgeon placed a clip both in front and behind the jaws of the stapler 45 instrument, then cut around the stapler 45 instrument to remove it from the renal vein. The procedure was completed robotically using a third party stapler. There was no additional or unexpected active bleeding and no transfusion was required. The procedure was completing as planned with no reported injury. It was reported that there were no instrument collisions and no other intra-operative complications at the time of the follow-up report. It was also reported that the tissue that the surgeon was working with, and the portion that was removed, was already planned to be removed as part of the planned surgical procedure since, ¿the renal vein needed to be cut anyway in order to remove the cancer but it was the timing that was off because of the stapler instrument issue¿. There was little to no additional bleeding and no transfusion was required at the time of customer follow-up. Additional patient demographics were requested but were not provided due to hospital policy. Known demographics to date: (B)(6) female, 69 kg. History of cancer. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the surgeon: during a da vinci-assisted nephrectomy procedure, an endowrist stapler 45 instrument, on its first attempt to fire on the renal vein, clamped but then stopped working and an unspecified error presented saying, remove the stapler. The customer attempted to use an emergency key to release the jaws from tissue but were unsuccessful in doing so. The surgeon opted to place a clip, two proximal and one distal on the kidney side around the stapler 45 instrument jaws to cut around the instrument to remove it from the renal vein. A backup third party ethicon stapler was applied to continue the procedure. There was no additional or unexpected active bleeding and no transfusion was required. The surgeon confirmed that the portion of the renal vein that was stuck within the instrument jaws was removed when taking out the instrument but that said tissue was already planned to be removed as part of the planned surgical procedure. The procedure completed robotically with no report of patient injury. The patient was reported as recovering and doing well.